Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the drive support cap is sticking out from the insulin pump. Customer reported that she keeps pushing it back into place. Customer reported that the piston did not stop and kept squirting insulin out during the rewind and filled tubing process. Customer's blood glucose at the time of the incident was 92 mg/dl. Product is expected to return.

Manufacturer narrative:
Insulin pump was received with compromised force sensor system alarm during the basic occlusion test due to loose drive support disk. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads. No rewind anomaly noted and no moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection.